Manufacturer narrative:
Siemens tested a tni-ultra reagent readypack of lot 010121 (customer complaint lot) with a low level cardiac quality control (biorad), and a negative patient sample pool. The test samples were run on a full volume reagent readypack, and subsequently on a low volume reagent readypack. There was no observed increase in tni-ultra results as the pack volume decreased. A siemens customer service engineer (cse), and siemens technical application representative have previously been at the customer site, and found no system or low volume tni-ultra reagent readypack issues observed by the customer. The cause of the falsely elevated advia centaur xp tni-ultra results may be attributed to reagent handling/storage. No conclusion can be drawn. The summary and explanation of the test section of the instructions for use states the following: "always analyze ctni results in the context of time elapsed since patient presentation to the hospital. Serial sampling is recommended to detect the temporal rise and fall of troponin levels characteristic of mi. In accord with published recommendations, serial testing of ctni at intervals of 2 to 4 hours for up to 12 to 24 hours is suggested to corroborate a single ctni result. An elevated troponin alone is not sufficient to make the diagnosis of mi. Other markers, such as ck-mb and myoglobin, can be used in conjunction with ctni results in aiding the diagnosis of mi." The interpretation or results section of the instruction for use states the following: "results of this assay should always be interpreted in conjunction with patient's medical history, clinical presentation and other findings." The instrument is performing within specification. No further evaluation of the device is required.

Event description:
Falsely elevated advia centaur xp cardiac troponin I (tni-ultra) results were observed by the customer when performing a reagent lot to new reagent lot correlation study. The patient correlation samples when run on a previous reagent lot (010121) were positive for tni-ultra, and negative compared to the new reagent lot (010123). It was observed by the customer that the reagent readypack volume for lot 010121 was low at the time of the correlation run. The customer performed further troubleshooting, ran a study (n=8) with the low level quality control material on a low volume reagent ready pack, and some of the results were observed to be out of range. There are no reports that treatment was altered or prescribed or adverse health consequences due to the elevated advia centaur xp tni-ultra results.

Manufacturer narrative:
Siemens filed the initial MDR 1219913-2017-00218 on 10/23/2017 for falsely elevated advia centaur xp cardiac troponin I (tni-ultra) results observed by the customer when performing a reagent lot correlation study. 10/23/17 - correction. The date of the report is 10/23/2017, and not 10/20/2017 as initially stated. No further evaluation of the device is required.